Event description:
It was reported that "surgeon placed cross connector on and tightened. Post-op x-ray showed cross connector came loose and moved. Surgeon had to reopen and reposition cross connector."